Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following complaint description (quotation of the customer/reporter): "when the devises are working in niv, ncpap or cmv present an auto trigger with sensibility configured in flow trigger = 0.5 l/m or more. This was reproducible with tests bag. Additionally, the devices have a sound of vibration in the expiratory valve. We think that this noise is from the inspiratory valve but is reflected in the expiratory valve. In concordance, in a preventive way, we think that could be necessary the neonatal circuit adapter for this device." Health impact: no health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the case is not reportable because the issue was caused by user error, not a device malfunction. The incorrect adapter kit was used, which led to device oscillation during neonatal treatment. Since the device itself functioned as intended when used correctly, there is no failure that could pose a potential risk under normal use conditions. The issue was resolved by installing neonatal circuit adapter, pn 160595.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following complaint description (quotation of the customer/reporter): "when the devises are working in niv, ncpap or cmv present an auto trigger with sensibility configured in flow trigger = 0.5 l/m or more. This was reproducible with tests bag. Additionally, the devices have a sound of vibration in the expiratory valve. We think that this noise is from the inspiratory valve but is reflected in the expiratory valve. In concordance, in a preventive way, we think that could be necessary the neonatal circuit adapter for this device." Health impact: no health impact or consequences were reported.